Event description:
I had been using the philips respironics CPAP machine for a couple of years. I developed a chronic, mostly non productive cough in the summer of 2020. I had a feeling that the more I used the CPAP the worse the cough got, but couldn't verify that feeling. I saw doctors in (B)(6) and again in 2021 to discuss my chronic cough, including pcp, pulmonary np, ent. I had multiple covid tests. I had chest x ray and endoscopy of the nasopharynx which did not reveal pathology. I had a therapeutic trial of ppis for the presumptive dx of reflux but that didn't help. I ordered a new CPAP in case there was something wrong with the old one, but that didn't help. I requested telephonic respiratory therapy coaching and they instructed me on cleaning; I cleaned more frequently using just soap and water, but that didn't help. Yesterday I got a notice that the model of CPAP I am using has been recalled. One of the symptoms that has been reported is cough. FDA safety report ID # (B)(4).